Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed for inflation error during automatic filling and the customer replaced the equipment and used it without causing any personal injury.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse confirmed the cause of failure was a defective drive valve and provided a quote to the customer. The customer has still not requested service.

Event description:
N/a